Event description:
It was reported that the ilet pump did not display cgm readings because an fsl3+ sensor was started and paired in the libre smartphone app instead of being started through the ilet app, resulting in the sensor being in use by another device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem with the pump and that a usage problem was identified, consistent with an improper procedure for sensor start-up; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user related to device pairing workflow."